Manufacturer narrative:
The insulin pump passed displacement test and rewind test noted during testing. The insulin pump had compromised force sensor system alarm during basic occlusion test due to loose and protruded drive support disk noted during testing. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, missing end cap sticker and stained address serial number label.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 122 mg/dl at the time of incident. The customer stated that the drive support cap was sticking out. The customer stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.